Event description:
It was further reported that the patient was seen six months later and there continued to be twos episodes. The sensitivity was adjusted again. The patient also underwent a non-invasive program stimulation (nips) procedure and the defibrillation threshold testing was successful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device check it was noted on the electrogram that there was t-wave oversensing (twos) on the right ventricular (rv) lead. Sensitivity was adjusted and the lead remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.